Event description:
It was reported that during a lap cholecystectomy procedure, it was noticed that the shaft of the device was bent when removed from the sterile package. The device was not used on the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Shaft. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Na. What vessel or structure was the device fired on at the time of the event? Na. Was the clip fully advanced into the jaws prior to firing? Na. Was there any torquing or twisting of the device present at the time of firing? Na. Was any unexpected resistance felt while firing the trigger? Na. Were any unexpected noises heard? If so, when? Na. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. The analysis results for the device found that it was returned with the shaft bent, closed jaws and a malformed clip into the jaws. No functional testing could be performed due to the returned condition of the device. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found in the internal components. It could not be determined what to may have caused the report incident. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.